Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04936 should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively replaced due to aging of the device. There was no alleged stated deficiency of the device and patient still had therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's thoracic ipg was explanted and replaced for an unknown reason.